Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their ins was not working at all for their bladder for over a year or two now. The patient mentioned they had the charging cable for their handset replaced and it showed on their handset their therapy was off. The patient added they had to wear a brief 24/7 to prevent leakage. The agent guided the patient identifying the different devices with them and discussed the communicators use. During the call the agent let the patient charge the communicator for a while and the batter lights was orange. The patient tried powering on the communicator it briefly had a blue blinking light and turned off. The agent let the patients communicator to charge and had them called back once it was fully charged. The mentioned they need to prepare for their MRI. The agent sent email for MRI mode instruction.